Event description:
A patient was admitted to hospital with acute hemorrhagic necrotic pancreatitis. A computed tomography (CT) scan showed a normal aorta and the patient underwent medical treatment and was discharged after 10 days. Three months later, the patient was newly hospitalized at another facility suffering abdominal pain and progressive anemization requiring hemotransfusions. A new contrast-enhanced CT scan revealed a large-neck aortic pseudoaneurysm (maximum diameter 25 mm) located between the celiac artery (ca) and the origin of the superior mesenteric artery (sma) and associated with a fluid periaortic collection. Intervention was performed where an endurant ii aui stent-graft was placed as an aortic main body combined with two chimney stents for ca and sma and two periscope stents for renal arteries. The endurant aortic stent-graft was intended to oversize 20%¿30% proximally and 10%¿15% distally. The proximal part of the aui stent-graft was deployed together with the two balloon expandable stents in sma and ca. Afterward, the distal part of the aortic stent-graft was entirely deployed with the self expandable stent grafts previously placed in the renal arteries, leaving a 4f catheter non mdt in the pseudoaneurysmal sac. The procedure was complicated but the entrapment of the left brachial sheath in the barbs of the endurant aui stent. The balloon catheter of the ca chimney stent was joined with the sheath making difficult its withdrawal. The physician then used a snare to pull down the free flow of the aui stent-graft and at the same time an opposite force from above to remove the sheath from the left brachial access was applied. A 2 cm upward migration of the aui stent-graft was observed with the displacement of the two renal stents. The sheath and the balloon were retrieved from the left brachial access and their integrity was immediately assessed. Subsequently, the physician extended the aui stent-graft with a non mdt tapered stent-graft distally and the renal arteries were relined using two self-expandable covered stents and fixed with two bare-metal stents at the distal landing zone. The sma stent was reengaged through left brachial access and extended proximally with a balloon-expandable 8 × 57mm stent to match the proximal edge of the displaced aui stent-graft. After numerous attempts to re-engage the ca stent, the target vessel was killed leaving the stent between the aui graft and the aortic wall. At the end of the procedure, the pseudoaneurysmal sac was embolized with coils delivered using a catheter previously left within the sac. Completion angiography showed complete exclusion of the aortic pseudoaneurysm withretrograde perfusion of the ca by the sma and the patency of the renal arteries. No gutter/endoleaks were observed at the end of the procedure. The postoperative period was uneventful and the in-hospital length of stay was 7 days. At 6 months follow-up the patient was healthy, and the CT scan confirmed the exclusion of the aortic lesion and the patency of all the stent-grafts. No endoleak/gutters were observed and the asymptomatic occlusion of the ca stent was confirmed. The patient subsequently expired at 10 months post the intervention as a result of a myocardial infarction. The author confirmed that the the myocardial infarction and death were not related to the endurant aui ii device.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair using parallel grafts to treat a s uprarenal pancreatitis-related abdominal aortic pseudoaneurysm zacà s., patruno I., pulli r., angiletta d. Catheterization and cardiovascular interventions (2023) 101:5 (888-891 doi: 10.1002/ccd.30624 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.